Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The visual evaluation of both devices confirmed the reported event. The evaluation of the first instrument case revealed that the blue rubber coating for the plates ar-2657dr and ar-2657dl are damaged (see evaluation pictures 4 ¿ 8). The evaluation of the second instrument case revealed that the blue rubber coating for the plates ar-2657dr, ar-2657dl and ar-2656dl are damaged (see evaluation pictures 9 ¿ 16). Further the labeling in both trays are faded (see evaluation picture 4, 6, 9 + 12). The most likely cause for the reported failure is wear and tear.

Event description:
It was reported that during a clavicula surgery it was found that the blue rubber coating from the tray was porous and was stuck on the clavicula plate. The issue was identified when the surgeon implanted the plate. The surgeon removed the plate once more and washed the particles off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.